Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message occurred" (error message given). A tech reported receiving a system message in the middle of procedure. The customer had to switch out the system to finish the case. The case was then completed.

Manufacturer narrative:
A company service rep examined the system and was unable to replicate the reported issue. The gas tank was replaced to address a low pressure issue. The system was then tested and met all product specifications. A review of complaints for the last 24 months indicated no additional, related reports for this system. A review of service requests for the last 24 months indicated no additional, related reports for this system. A root cause for the reported system message was unk and could not be determined due to inability to replicate the issue on site. In addition, no sample was returned for evaluation and steps could not be taken to replicate the reported issue. (B) (4). (B) (4) (B) (4).